Manufacturer narrative:
Blank display due to a hardware problem isolated to electrical board 1. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display even with different fully charged batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.